Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on 03/17/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found related to the customer complaint.. Functional test and review of receiver log was not complete because unit would not boot up .the reported event of no audio output was not confirmed. A root cause could not be determined.